Event description:
It was reported the tip on the dib00 simplicity delivery injector was chipped/broken off and the surgeon did not notice this until he was about to deliver the lens. The intraocular lens (iol) was partially delivered when the chipped/broken injector was first noticed. The doctor was able to deliver the iol, but the chipped injector did make it difficult. There was no incision enlargement, no serious patient injury, no suture(s), and no vitrectomy. Patient status post procedure was reported as doing well with no complications. The iol is not available for return as it was implanted into the patient¿s ocular sinister (left eye) however, the injector is being returned. No further information is available.

Manufacturer narrative:
Additional information: section d-6b date explanted: not applicable as the iol remains implanted, therefore not explanted. Section h3-81: the iol was not returned for evaluation as it remains implanted into the patient¿s ocular sinister (left eye). The delivery injector device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes . Section d-9: device date returned to manufacturer: 01-aug-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: no complaint lens was received. The complaint handpiece was received with cartridge tip damage which may be related to return shipping damage. A cartridge crack starting from the cartridge tip was observed. No further handpiece defects or assembly issues were observed before and after disassembling the device for evaluation. Complaint issue " dc-cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issue found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.